Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not detach from the catheter during deployment. Opening and closing the handle and adjusting the scope position did not detach the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.